Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Whilst using (B)(6) toothbrush head, the head came apart in mouth [device breakage]. No adverse event. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that while brushing with an (B)(6) toothbrush, version unknown, the (B)(6) brushhead came apart in her mouth. No symptoms were reported. The consumer reported she had used (B)(6) toothbrushes and brush heads over the years, and this had never happened before. No further information was provided.